Event description:
A voluntary medwatch was submitted stating that the "pt. Underwent pelvic laparoscopy & lysis of adhesions with use of gynecare intergel. Pt. Underwent another lap (exploratory) in 2002 with a diagnosis of chemical peritonits, removal of intergel, and peritoneal lavage of entire abdominal cavity."